Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported post-operatively the blade migrated laterally through the nail and into the soft tissues requiring a revision procedure with hip replacement. It was reported during the revision procedure it was noted the pfna blade was locked but that the locking mechanism had not engaged.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of post-operative device migration is unknown. Additional product codes for this report include hwc. (B)(4). Procedural dates (both implant and explant) are unknown. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Revision procedure that was required due to the post-operative migration of the device. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 25, 2015 - expiry date: march 1, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) construct on an unknown date. It was later discovered that the pfna blade had migrated laterally. As a result, the patient underwent a revision procedure. No information pertaining to the revision¿s outcome was reported. Concomitant devices reported: pfna nail (part/lot numbers unknown, quantity: 1). This report is 1 of 1 for (B)(4).